Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -7.50 diopter implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged due to lens tear/break during injection/delivery into the eye and the problem resolved. No patient injury was reported. Cause of event was unknown.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).